Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer was having low blood glucose 38 mg/dl. Customer's blood glucose at the time of call was 37 mg/dl, which was treated with six glucose tablets. During troubleshooting, it was found that drive support cap was sticking out on one side. It was also reported that reservoir was showing less insulin than what was showing on status screen. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no reservoir alarm noted during testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.